Manufacturer narrative:
Product analysis: the device was returned detached in 2 sections. The device was detached on the hypotube approximately 57cm distal to the strain relief. The detachment site was oval and jagged on the hypotube. There were multiple kinks along the hypotube. There was no damage evident to the stent.

Event description:
The physician intended to use a resolute integrity stent. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that a device break / fracture occurred during advancement through the guide catheter. No portion of the device remains in the patient. No patient injury reported.